Event description:
It was reported, the fowler (backrest) was not functioning to specification as the fowler release handle was broken.

Manufacturer narrative:
It was reported, the fowler release handle was broken, resulting in the fowler (backrest) being inoperable. It is likely the handle broke due to subjecting them to forces beyond normal use (impact damage of running into walls).